Event description:
Hcp reported patient infection. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.

Event description:
Hcp reports patient presented in february 2005, with signs of infection at the ipg pocket fever, redness, swelling, drainage, pain, incisional wound opening. A culture of the device pocket was obtained which produced staph growth. The patient had primary treatment with IV and oral antibiotics and then total device system explant. The patient outcome is unknown.